Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the system 5 recip/sternum saw was being used with a sternum blade guard in preparation for a procedure when the blade was observed to extend past the guard. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event, saw blade was extending past the sternum blade guard, was not duplicated and no failures were confirmed as the product was not returned for investigation. Customer elected to not return.

Event description:
It was reported that the system 5 recip/sternum saw was being used with a sternum blade guard in preparation for a procedure when the blade was observed to extend past the guard. There was no patient involvement, and there were no user injuries or adverse consequences.